Event description:
Was standing in cafeteria at assisted living venter. Began to lower stand feature, bumped joystick and fell forward. As a result, user broke a toe and bruised his knees.

Manufacturer narrative:
CAPA note: chair was returned due to a possible tip forward. Looking over the chair it was found the leg rest assembly had been impacted hard, the actuator mount bracket for the leg rest was bent inward. One of the support wheels would hit the right footplate when turning right. Chair has an ez lock mounted to the bottom of the base. The ez lock bolt drops down within an inch from the floor. The sear elevator was popping while raising and lowering. Replaced both seat elevator and leg rest assembly under warranty. The joystick was displaying a bad cable error so both the joystick and joystick cable were replaced, both armrest were replaced and the front and back tires were also replaced. The programming was looked over and found to be in operating order. Chari to go through qc before leaving pinc. Drove the chair extensively before and after repairs were made to the damaged components. The chair functioned according to the specs as distributed. The chair would not lift back tires when moving from full speed to full speed reverse or visa versa while in the stand position. The rear wheels could be made to lift if the investigator leaned out using the knee blocks as a lever. Even then the ot riggers on the foot plates came into contact with the floor before the chair would tip over.